Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a unusual other issue. The reporter stated that there is trouble with pdm. There is no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2019 with the following findings:.during investigation, there was no activity relating to pi observed in pump histories. No defect found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.